Manufacturer narrative:
The pod arrived fully deployed. Severe corrosion and housing cracks were observed on the top and bottom housing. A leak test was conducted, and no leaks were observed. No fluid path damages were observed. The severity of the observed housing cracks indicated that the source of the observed internal corrosion was fluid ingress through the housing cracks. The timing and cause of the observed cracks could not be determined. The internal corrosion resulted in low batteries and data loss. As such, a root cause for the reported needle mechanism failure could not be determined. No damages were observed that would result in the needle mechanism deploying earlier than expected.

Event description:
It was reported that the needle deployed prematurely prior to pod application and activation, indicating a needle mechanism failure. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.